Event description:
In 2009, the patient reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in 120 units of insulin spilling into the cartridge chamber. The patient stated he noticed air bubbles in the cartridge he caused while changing the cartridge. The patient was able to detach the plunger from the piston rod. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.